Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula reported and had problems delivering boluses. Further, she had been experiencing high blood glucose levels for which she was administering boluses through the pump. However, she did not receive insulin when trying to correct for the high blood glucose levels, which resulted in stacking insulin and causing low high blood glucose levels. Reportedly, she had bolus multiple times in a short period and then her blood glucose level went low. The infusion set had been used for less than one day. Moreover, her boyfriend discovered that the patient had passed out, so he called ambulance. Consequently, on (B)(6) 2022, she went to the emergency room, as her highest blood glucose level was reported as 36 mg/dl. During hospitalization, she was administered fluids of saline, insulin, and some unspecified medication (drug name unknown) intravenously as corrective treatment, (ringer's was mentioned as a treatment) which resolved the issue. On (B)(6) 2022, she was released from the hospital and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.